Event description:
Pt's one touch ultra meter was reported to have a power issue. This issue was not resolved with troubleshooting. Medical affairs specialist was unable to reach the pt or the reporter to obtain more clinical info. Per the initial info provided by the reporter, pt had to contact the emergency services. A reading of 580 mg/dl is documented to have been taken on another one touch ultra meter. Unknown if that meter belonged to the paramedics. Also unknown what treatment was given to the pt. Due to insufficient info regarding the contact with emergency services, this case is reported as a meter malfunction for the power issue. A letter will be sent to try and contact the pt.